Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the control unit on the electric pen drive device was not functioning and defective. It was further determined that the device was completely dead, had a defect in the control unit which affected the motor and the handpiece was pretty much dried out which caused the threaded ring to get damaged. It was also noted that the device failed the following pre-tests: check direction of rotation, check function with test hand switch, check function with foot pedal and check power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.